Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy fluid. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with gentamycin (route, dose, frequency, and duration not reported) for peritonitis. The action taken with the dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.